Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the product was not returned. A device history record was not conducted due to the lack of a lot number. No corrective actions can be implemented due to the lack of device sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of device sample and batch number to perform a proper investigation and determine the root cause.

Event description:
The customer alleges the chamber column would not allow water to pass through according to the therapist. No patient injury or consequence.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number of the sample received ((B)(4)), and there were no issues found that could relate to the reported complaint. DHR shows that the product was assembled and inspected according to specifications. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and no issues were observed. The device functioned as intended, thus the complaint could not be confirmed.

Event description:
The customer alleges the chamber column would not allow water to pass through according to the therapist. No patient injury or consequence.